Manufacturer narrative:
A ge service representative performed an on site investigation. The isolation transformer connection and the power cord connectors were repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a generator error and shut down. There was no report of injury or death associated with the event described in this complaint.